Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was admitted to the intensive care unit due to stroke like symptoms of dizziness and loss of balance. A few days later the hospital staff noted high rate pacing of 130 beats per minute. When the patient was moved to a different unit the high rate pacing episodes stopped. Boston scientific technical services (ts) was consulted and discussed the high rate pacing episodes were likely an interaction between the minute ventillation feature and hospital equipment. Ts suggested programming the minute ventillation feature off, however the medical personnel opted to leave it on and continue to monitor the patient. The pacemaker remains in service and no adverse patient effects were reported.